Event description:
In 2005, md had several incidents where the stryker pain pump catheters had come apart when removing them from patients. The md reported that the catheters for the pump had literally torn apart during removal process in the office. The doctor stated there was no undue stress or strain to remove the catheter and the doctor is fairly certain they were not accidentally sutured in causing the tears. The doctor states that this has happened 3-4 times in the past 4-6 weeks. They are certain no parts were left in the patient; therefore, no harm. This was reported to the vendor, who reported this to their regulatory agency manager (per the report). There were no lot numbers available.